Event description:
The physician reported that during a scheduled follow-up (B)(6) 2015, there were several noise episodes without therapy stored in the associated ICD. The physician has scheduled a shorter follow-up interval.